Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 19-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During insertion of the device, the catheter shaft prolapsed on itself upon advancement. When removed, a kink was present in the catheter shaft. Impella was replaced successfully. Upon removal, bleeding and vascular complications were noted, and vascular surgery came to aid in closing the left femoral groin site. Distal flows were restored and vascular repair of left femoral artery was deemed successful.

Manufacturer narrative:
The investigation into the product damage (cannula kink) has been completed since the original report was filed. The impella pump was returned for investigation. It was reported that the pump moved out of position from left ventricle (lv) due to continued CPR and was unable to reposition with catheter being kinked. Upon device return, visual inspection revealed that the catheter shaft had been kinked at multiple locations before 20 cm marking of the catheter. No other abnormalities were found. The cause of the positioning issue was use related with continued CPR leading the pump being pushed out from the lv and was unable to reposition the pump with the catheter being kinked.